Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No evaluation has been performed as the reported issue was resolved via troubleshooting. No parts of been replaced and no parts have been returned to the manufacturer for evaluation. No parts received for analysis.

Event description:
A medtronic representative reported that when preparing for a spinal fusion case the imaging system needed to be rebooted several times to clear the error message "error initializing collimator" displayed on the pendant in order to start using the system. There was no delay in procedure or impact on patient outcome. Rebooting the system resolved the issue and the case was completed successfully without any delay.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation. Functional testing; visual/physical examination; examination of similar product was completed and the reported issue was confirmed. The enclosure failed bench testing and visual inspection confirmed electrical overstress. An open was also found in a transistor. If information is provided in the future, a supplemental report will be issued.